Manufacturer narrative:
It was reported that a ventilator failed the flow transducer sub-test during the pre-use checks tests. A field service engineer (fse) was dispatched to investigate. The fse downloaded the logs and returned them for investigation. No parts were replaced at this time. The customer independently replaced the o2 gas module to resolve the issue. The gas module was not returned. Evaluation of the returned logs indicated that the problem was caused by a measuring fault in the expiratory cassette, which measures the expiratory flow. Since no parts have been returned for investigation the cause of the failure cannot be determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that a ventilator failed the flow transducer test during the pre-use check. There was no patient involvement. (B)(4).